Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "little rocks" and ¿granulomas¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: intended use/indications: juvéderm volbella® xc injectable gel is indicated for injection into the lips for lip augmentation and for correction of perioral rhytids in adults over the age of 21. Warnings: product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. In addition, two reports of blurry vision after injection into the periorbital area were received from postmarket surveillance for juvéderm volbella® xc used outside of the united states. Reported treatment included anti-inflammatories. The outcomes for these two reports were either ongoing or unknown at time of last contact (see warnings section).

Event description:
Healthcare professional reports ¿rocks¿ under both eyes one year after juvéderm volbella® xc injection in the tear troughs. Patient visited a dermatologist who mentioned granulomas and proceeded to dissolved product. No further information provided.